Event description:
It was reported that a patient underwent a robotic laparoscopic hysterectomy procedure on (B)(6) 2012. During the procedure, during removal of uterus when the trigger was activated, the blade retracted into the device instead of coming out to cut tissue. A second handpiece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04230. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.